Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight were not available for reporting. (B)(4). The subject device was revised but not explanted. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation and is still implanted in the patient. Patient code (B)(4) was utilized for revision surgery due to reported event. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to postoperative migration of the 6.0mm titanium curved soft rod and patient pain. The patient was initially implanted on (B)(6) 2016 at levels l4, l5 and s1 with the universal degen screw (uds) system. Approximately one month after the initial surgery on an unknown date, the patient returned to the surgeon for a postoperative evaluation with complaints of pain. X-rays taken revealed the reported rod had migrated outside the system construct. During the (B)(6) 2016 revision surgery, the surgeon extended the construct to the sacrum and implanted two (2) uds sacral screws (7x45mm) and replaced six (6) uds locking caps. The reported rod was not replaced and remains in the patient. The patient's postoperative outcome was reportedly stable. Concomitant parts: universal degen screw 7.0 mm, l45mm / part# 04.689.745 / lot# unknown / quantity 2 locking cap f/universal degen screws / part# 04.689.199 / lot# unknown / quantity 6 unknown screws / part# unknown / lot# unknown / quantity unknown this report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). A manufacturing investigation was performed for the subject device (6.0mm ti curved soft rod 65mm, part number 498.141, lot number unknown). Reason for re-evaluation: this is a re-opened manufacturing evaluation. Previous evaluation concluded that the complaint is confirmed but not manufacturing related. Based on the outcomes of the investigation of corrective and preventative action (CAPA) a new manufacturing evaluation has been opened for the same issue in order to re-evaluate the involved items. Issue description: ¿it was reported that during the surgeon makes the torque, the cap goes out. The screws failed. Prolongation of the surgery: 2 hours. Patient outcome: good. All reported screws had the same problem.¿ immediate actions: the issue has already been identified in the internal non-conformance report (ncr) and corrective and preventative action (CAPA). A sensibilization on the issue has been done as part of the non-conformance report. When the issue has been detected with non-conformance report, all the lots in work in progress (wip) were stopped as also the production of the involved articles (#04.689.199 and #04.689.122) on the involved equipment. The stop remained in place until the implementation of the immediate actions documented in CAPA. This issue has been escalated to field action team on march 20th 2017 and the field investigation tracking has been assigned. Cause of failure: the returned parts were re-inspected for the direction of the thread. The locking caps resulted non-conforming for the direction of the thread which resulted opposite to the specification: thread geometry mirrored. Conclusion: the conclusion of the product investigation is that the returned parts are not conforming from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the complained device was not returned for evaluation; however, the concomitant devices were returned and evaluated: the visual inspection has shown that the surfaces of both items are damaged since they were used. The returned parts were re-inspected for all the features pertinent to the complaint condition. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified. Review of the device history records of all components showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No material related issue was found. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: universal degen screw ø 7.0mm, l 40mm (part 04.689.740, lot 8334648, quantity 1); universal degen screw ø 7.0mm, l 40mm (part 04.689.740, lot 9752867, quantity/ 1); locking cap f/universal degen screws (part 04.689.199, lot 9942161, quantity 1); locking cap f/universal degen screws (part 04.689.199, lot 9706501, quantity 1); locking cap f/universal degen screws (part 04.689.199, lot 9732146, quantity 1); locking cap f/universal degen screws (part 04.689.199, lot 9964015, quantity 2); locking cap f/universal degen screws (part 04.689.199, lot l081993, quantity 1); screws (part/lot unknown, quantity unknown).